Manufacturer narrative:
Product event summary: analysis confirmed the reported event, software corruption caused device lock up. Software was reloaded and the hard drive was reconfigured to address device lock up.

Event description:
The programmer was returned for repair.

Event description:
It was reported the programmer powers up to a blank screen with a blinking curser. The programmer is being returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.